Event description:
Per the clinic, the patient experienced swelling at the implant site. Subsequently, the patient underwent a revision surgery under general anesthesia on (B)(6) 2024 in order to remove the swollen tissue.